Event description:
User experiencing discrepant results for urine bun. The total number of pt samples involved was not given, but six specific examples were provided. Sample 1 initial result 1201 mg/dl, repeat 1121 mg/dl. Sample 2 initial result 1059 mg/dl, repeat 999 mg/dl. Sample 3 initial result 942 mg/dl, repeat 876 mg/dl. Sample 4 initial result 675 mg/dl, repeat 618 mg/dl. Sample 5 initial result 923 mg/dl, repeat 848 mg/dl. Sample 6 initial result 646 mg/dl, repeat 584 mg/dl. Erroneous results were not reported. The field service rep determined the nozzle tip and sample probe were misaligned and performed realignment. Performance tests were performed which were within specification.